Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 49 and 71 hours. When removed from the infusion site (abdomen), the pod's cannula was found blocked with blood, and the surrounding skin area appeared slightly reddened. As treatment, a new pod was successfully activated.